Event description:
An epidural catheter was placed for peri-operative pain control. After placement of the epidural, local anesthetic was not able to be administered through the epidural catheter. A new epidural kit was opened and a new clamp was placed on the epidural catheter, and still medication was not able to be administered through the epidural catheter. This catheter was removed and outside of the skin, medication was still not able to be administered. Looking at the catheter, I could not appreciate any blockage of catheter orifices. A second epidural catheter was used and the epidural was placed with no issue. There was no harm to the patient.